Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (dark image) was confirmed due to a broken light guide connector. In addition to the light guide damage, additional evaluation findings were as follows: there was peeling of the gold plating on the outer tube, foreign matter adhesion on the internal lens, scratches on the eyepiece, and scratches on the surface of the tip cover glass. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a telescope "trueview ii", 4 mm, 30°, autoclavable, there was a dark image. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was light guide damage. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.